Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 17jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. A customer device was previously returned to pentax medical from a customer on 20/feb/2018 and inspection of the unit was performed on 21/feb/2018 where the quality control inspector found the following: leak at biopsy channel (large/ primary) inlet side, right/ left angulation tight, up/ down angulation tight, distal cap - fixed type failed seal integrity inspection, fluid invasion in control body, failed wet leak test, endoscope failed electrical safety test - plct, failed dry leak test, customer complaint confirmed, suction function not performed unit compromised, fluid invasion to insertion tube, control body mild corrosion inside, mild moisture segment. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 19/mar/2018. Parts replaced: o-rings and seals, air/water tube, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case attaching screw, segment assy attaching screw, rl pulley assy, ud pulley assy, distal case/cap, fwd body frame(1), fwd body trim cover attaching nut, rl lock rotating disk.